Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the lens was exchanged and a competitor's lens was implanted.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced an unexpected outcome, which worsened at each follow up visit. A reoperation was performed to rotate the implanted lens, however it did not solve the condition. An additional reoperation was performed again with no success. The lens remains implanted. Additional information was requested. There are two reports for this patient experiencing this event. This is for the patient's left eye.